Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
The hospital reported that during a coronary artery bypass procedure, acrobat-I stabilizer z the rope broke while fixing.

Manufacturer narrative:
Tw# (B)(4). Corrected sections: manufacturing site, d3, g1 contact office and contact person a lot history record review was completed for lots 3000209635, 3000208385, 3000208166, which are the last 3 lots suzhou shipped for this catalogue prior to the aware date. There were no ncmr¿s recorded in the lot history. The process requires 100% functional tests and inspection regarding ¿device damaged or dropped- suction tube break¿ before package, which indicated no suction tube damage or break risk prior to this complaint. A lot history record review was unable to be performed because the lot number was not reported and the specific product lot cannot be identified from the ship history. Cs surgery was contacted to obtain a ship history. According to their system, there were no records found for any 3000209635, 3000208385, 3000208166 shipped to the account which reported this issue during the time frame 13th jan 2021 to 13th jan 2022.